Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a hcp. It was reported that the patient had a delayed wound rejection/infection. The seroma had been drained 2-3 times. There were no further complications reported at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2019, information was received from a patient receiving morphine and another unknown infusion drug via an implantable pump for non-malignant pain and epidural fibrosis. The patient reported they were implanted with a pump (sn: (B)(4)) and it was placed in the exact same pocket as the patient's previous pump. The implant site became infected. The healthcare professional (hcp) tried to drain it and "did all kind of work on her". The pump was removed (unknown date) due to the infection which was "because of poor surgical technique".